Manufacturer narrative:
(B)(4). Market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned sample. The visual inspection of the sample noted one suture and one needle. A tactile and microscopic examination of the suture revealed no signs of material or assembly process damage. The needle was received engaged with the suture. Additionally, the foil was inspected with light assisted microscopy with no abnormalities. The returned sample as received was found to meet medtronic quality release specifications after application in the clinical setting and the reported condition was confirmed. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened.

Manufacturer narrative:
(B)(4). A review of the device history records has been performed. This review confirmed that this lot of products was reviewed and released according to performance specifications.

Event description:
According to the reporter: during a robotic assisted laparoscopic prostatectomy with right lymph node dissection. The needle detatched from the suture while being used in the pelvicfloor/puborectalis muscle area and stayed in the patient. There was no further intervention to remove it. It was found using an x-ray and the patient is aware that the needle was not removed and has elected to not have it removed. No further injury to the patient. Surgery time was extended by more than 30 minutes. There was no tissue damange related to the issue. One unsused device will be returned for evaluation, the actual device that had the issue is not available for return.